Event description:
(B)(6) reported during an anterior cervical discectomy and fusion procedure (acdf) the drill bit tip broke off in the patient's cervical vertebrae. The surgery continued, the tip was not retrieved and remains implanted. The surgery was completed with no reported delay and no reported harm to the patient. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.